Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 occurred on home choice (hc) during use during initial drain. The home patient (hp) stated that she did not check the patient line to verify that the line was primed before connecting. The hp cycled power to clear se 2367 ending therapy. The baxter technical representative (tsr) had the hp disconnect using aseptic technique and removed the cassette. The hp will notify the peritoneal dialysis registered nurse (pd rn) and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the system error 2240. The cg confirmed the home patient (hp) connected to the machine without it fully priming. The cg stated they would let their registered nurse (rn) know about the alarm. The cg stated they disposed of the supplies and did not have the lot numbers. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was determined to be use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.